Event description:
Device 3 of 3. Ref MFR reports: # 1627487-2013-07659 and 07660. It was reported the physician had to extend to implant procedure approximately one hour due to difficulties with two anchors on (B)(6) 2013. The physician had difficulty locking the first anchor which was placed, and then once it was locked on to the lead it moved in position on the lead. The physician had to forcibly remove the first anchor, which caused the lead to move. The physician repositioned the lead. The second anchor which was placed also was unable to be unlocked. The physician also removed the second the anchor. To complete the implant the physician ended up implanting two different anchors. Follow up on the pt status identified the pt received effective stimulation, and was satisfied postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.